Event description:
Pt report of lack of relief of symptoms and dissatisfaction with product. Hcp reports pt has a longstanding history of frequency/urgency and pelvic pain. "A myriad of conservative/invasive treatments have failed" to relieve the problems. Pt had stage one implant of device in 2002 with improvement of the pt symptoms on the right side. Pt opted to have ipg unit implant 4 days later. Pt has contacted hcp by phone stating that improvement of their symptoms did not continue. Explant of the device is awaiting the pt's decision.